Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9214522. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the safety mechanism didn't cover the needle and a needle stick injury occurred with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: they indicate that during the application of the needle, during the extraction of the spindle, the protection system did not activate and the spindle came out by pricking the left forearm in a point not covered by gloves.